Event description:
It was reported a skin tear occurred after aquacel ag surgical was removed on an end user.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. Per information from the initial reporter, she believes the issue was user error in removing the product. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.